Manufacturer narrative:
A roche service representative installed a new database, performed check disk function, and performed a sample data clear. No errors were found. Additionally, the customer reported that they have had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter had an issue with a patient result printout from the cobas e411 disk analyzer. The customer stated the printed report for patient (B)(6) had a hcg-beta result of 0.00 with a range of 0.00-0.00 it also had a flag of "h". The customer stated that she thought that was odd so she looked in her lis and the result was 382.2 miu/ml with an "h" flag. The customer re-printed the report and the result was there correctly. The customer reran the sample just to make sure it was correct and the results were acceptable. No incorrect result was reported outside of the laboratory.